Event description:
The patient experienced an increase in spasms on her left side and received a shock when her stimulation came on. She also was unable to adjust stimulation and saw an error message on her patient programmer that went away. The patient reported that she had good therapy. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).